Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-02168. It was reported the patient experienced drainage at the scs ipg site. Consequently, surgical intervention was taken, but the physician decided to remove the patient's leads only. The generator remains in situ.